Manufacturer narrative:
A sample was received for evaluation. The sample was tested functionally and no issues related to this customer report were found. Even though the complaint was not confirmed in the samples received. Based on similar reports and investigations, a probable root cause considered is related to the mirror like finish on the surface of the elbow connector. This mirror like finish can make the mask very difficult to remove. The elbow will be updated to contain a brushed surface to prevent the two components from getting stuck. A CAPA was initiated to further determine the root cause.

Manufacturer narrative:
Customer provided additional information. It has been confirmed that this device was not used on a patient. This device was found pre-use in the customers self stock. This incident is not considered reportable with this additional information. If we receive any additional information that would make this incident reportable we will provide a follow up emdr.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported "we are having difficulty removing the masks when attempting to connect the bags directly to the patients et tube. This is causing an unnecessary, dangerous delay in ventilating critically ill patients. Customer reported no patient harm or medical intervention was required".